Event description:
The pump was returned for recurring loss of prime. Investigation revealed that the force sensor was out of calibration, and an open force sensor connection was observed. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated "no cartridge detected" alarms had occurred. During investigation, the pump emitted a "no cartridge detected" alarm, and testing could not be completed due to the alarm and the inability of the pump to appropriately detect the cartridge. Investigation revealed that the force sensor was out of calibration. Further inspection revealed an open force sensor connection near the force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Correction number: 2531779-03/24/2010-003-r.